Event description:
The customer reported to olympus, the maj-210, single-use biopsy valve was broken when the user put the valve on the scope. There was no report of patient injury associated with this event. The customer stated biopsy valves were breaking very easily when being put on the scope and thought this could be due to the technique but found the valves were coming apart more easily than normal, so may also be a faulty batch. The customer had also reported, during a list of faulty maj-207, suction valves for bronchoscopy, the valve was not fitting in properly to the channel and had fallen out during the procedure multiple times. The issue occurred during a diagnostic endoscopic ultrasound (eus). There was a clinically relevant surgical delay of unknown time. The procedure was completed with the same device. On top of this, the small rubber tip portion that inserts in the valves have been coming off inside the scope and getting stuck inside. Seems to be an issue with the valves themselves and not just their usage. The lot number was not known as they had been taken out of the box. The event for the single-use biopsy valve, maj-210, is reported under (B)(6). The event for the suction valve, maj-207, is reported under (B)(6).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, b5, d10, h2, h6 and h8. A1, b5, d10: information for these fields were inadvertently not included on the initial and supplemental medwatches. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-210 lot h1101 was used for reproduction confirmation). "The housing of the forceps plug must not be damaged when attached" is verified by evaluation based on product standards. In the final inspection process, 9 sampling inspections are carried out for each production lot, and it is confirmed that the groove is not torn when attached to the mouthpiece in combination with the scope. Additional information provided. User comments indicated that the scope and tip cover did not look abnormal before and after the procedure. Also, as described in the evaluation results, the returned tip cover seemed to be damaged, but it seems that the cover was damaged by some kind of load applied after use in the procedure. The root cause of the issue could not be conclusively specified. Based on the product specification investigation and the inspection results of the final inspection process, no abnormalities were found in the product at the design and manufacturing stages, and it was found that the housing would not be damaged if installed according to the regular procedure. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: the device was damaged due to failure to install according to the instructions in section 7.3 of the instructions for use (IFU) manual. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: 7.3 attaching the biopsy valve to the endoscope: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place. Additional corrected data: h2: follow-up type on supplemental report # 8010047-2021-10307 was additional information and device evaluated by manufacturer was no. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc investigated using another lot device and found that there was no problem of connection with a test endoscope. Omsc was also informed from the provided information that the biopsy valve was connected to the endoscope without any damages. The instruction manual provides preventive measures against the reported failure mode. Omsc surmised that the user did not attach the device according to the instruction manual. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the device (maj-210, single-use biopsy valve) was broken when the user put on the device to the endoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.